Event description:
A pt initially called regarding their meter to be reading inaccurately, yet during troubleshooting the pt reported that the meter would not power on. Prior to the power issue, the pt did receive two blood glucose results of 210 and 310 mg/dl. Pt did not report any symptoms. There was no evidence of an adverse event, based on the info provided. The meter was replaced due to the unresolved issue.